Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and coma. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was found unconscious on the due to high blood glucose (bg) and was taken to the hospital. The patient reported that they were in a coma for 6 weeks. No treatment information was given. No further details to report.